Manufacturer narrative:
A field service engineer (fse) went on-site and found that the cc (cartridge chemistry) sample mixer wash station was not draining. Fse cleaned the drain tubing inside the hydropneumatic compartment going to the gravity waste canister. System performance was verified. The cause of the leak was the cc sample mixer wash station not draining. (B)(4).

Event description:
A customer contacted beckman coulter (bec) stating that there was a liquid leak from the top of the waste b sump of an synchron lx20 pro analyzer. The volume of the leak was approximately 50 ml. The liquid has leaked down underneath the hydropneumatic compartment drawer and then underneath the analyzer to the lab floor. The customer was wearing personal protective equipment (ppe) including a lab coat, gloves and eye protection at the time of the event. No injury or exposure was reported. No erroneous results were generated.